Manufacturer narrative:
An event regarding pain, swelling, and/or lack of mobility involving a trident hip replacement system was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported through the filing of a lawsuit that the patient underwent a stryker trident hip replacement surgery of his right hip on or about (B)(6) 2005. It is alleged that the patient had constant pain, swelling, and /or lack of mobility and was revised on (B)(6) 2009.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown trident hip replacement system. This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported through the filing of a lawsuit that the patient underwent a stryker trident hip replacement surgery of his right hip on or about (B)(6) 2005. It is alleged that the patient had constant pain, swelling, and /or lack of mobility and was revised on (B)(6) 2009.